Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-25120, reported manufacturer number: 2017865-2020-25122:. It was reported the patient presented for an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. Their pacemaker, atrial, and right ventricle leads were explanted. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.